Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using 2.7 french broviac catheter in the right great saphenous vein by vascular surgery. After a few days, it was reported that the catheter was noted to have stopped drawing back blood, swelling and discoloration were observed at the insertion site. The patient was taken to the operating room for broviac removal, where imaging revealed that the broviac had fractured and embolized, with the fragment located in the right atrium. The patient required emergent transfer to a higher level of care for pediatric cardiothoracic intervention. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture, material separation, migration and suction problem issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, method). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent placement of a 2.7 french broviac catheter in the right great saphenous vein by vascular surgery. After a few days, the catheter was noted to have stopped drawing back blood and swelling and discoloration were observed at the insertion site. The patient was taken to the operating room for removal of the device, where imaging revealed that it had fractured and embolized. The fragment was found in the right atrium. The patient required emergent transfer to a higher level of care for pediatric cardiothoracic intervention. The status of the patient is unknown.